Manufacturer narrative:
(B) (4). The metal connector at the device end shows signs of severe arcing, soot and smoke damage. The flexible cord section is undamaged and a continuity test shows no intermittency in the cord. The instructions for use for the e2999 cord states to "connect the monopolar cord to the post of the laparoscopic instrument handle. Ensure the cord is securely connected" microline (a non-covidien product) offers two different lengths of cautery posts for their hand pieces, a standard and a long version. It is hypothesized that the customer had used a standard length post when connecting the e2999 cable and it did not seat it into the conductive metal receptacle inside the cable end. With the post not seated in the conductive metal of the connector arcing occurred during activation, this arcing caused the insulation to over heat and eventually burn. The generator was also returned and fund to function to specification.

Event description:
The customer reported the generator output appeared to be intermittent. Another reusable cord was plugged in and it caught fire right at the connection where the hand piece plugged into the cord. They were using a microline grasper (non-covidien product) plugged into the cord. There was no patient injury.